Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor position encoder error alarm could be confirmed due to an overwritten history file. The insulin pump passed the displacement test. The insulin pump had an intermittent motor error alarm due to moisture damage on the motor assembly. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump experienced a motor error while priming. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.